Event description:
It was reported that the customer had sensor error alert on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the sensor was bent that cause sensor error alert. The customer was advised that we will replaced the sensor and return the bent sensor. No further action is required.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The cannula was found bent. It could not be confirmed if the customer received the sensor in this condition due to the customer returning the product opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.